Event description:
A healthcare professional (hcp) reported the patient had experienced a loss or change of therapy. The hcp and the patient¿s husband reported the patient was going to the bathroom every 15 minutes. The patient did not feel stimulation and therapy was on. There was no electromagnetic interference (emi) or medical procedures that could be related to the event. It was noted the patient had a stroke on (B)(6) and had a fall two weeks prior to the call. The patient stated that they were feeling the urge to pee more strongly when setting was moved from 5.o to 5.4 v. It was noted the symptoms were sudden in onset. It was noted that the frequency started a couple of months ago. Additional information from the patient on (B)(6) reported that since the initial call the patient had gone from having to go to the bathroom every 15-20 minutes when at 5.0 v to having to go every 30-40 minutes at 5.4 v with some instances of going a couple hours without having to go. The hcp stated that the patient didn¿t feel the stimulation sensation at 5.4 v. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicates that fdp (B)(4) and (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was hospitalized from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient was hospitalized due to sepsis, pneumonia, atrial fibrillation, pneumothorax, and probable dementia. No further complications were reported.